Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diag nosis for complication/fixation surgery for cervical spine before and after the neck depression. C3/4 fixation inserts 1mm larger size 6mm cage, the screw was not fixated to c3, only the screw to c4 was completed. Level at which implant was performed at c3/4/5, the level of the defect event was c3/4. It was reported that the surgery was initiated with a plan to fixate the anterior c3/4/5 dv and the posterior c2/3/4/5/6/7/t1/t2 to fix the ps by if. After fixing the dv 5 mm screw 11 mm on c4/5, it was fixed on c3/4. A 5 mm cage was inserted between the vertebrae using an np guide sleeve. The entire vertebral body had a lot of bone sensations, so the cage could not be inserted and placed deeply, so the sleeve was removed and directly hit the cage. As there was no dedicated indentation device, the cage was deeply driven during the trial. At that time, the plastic portion of the cage alone might have been damaged (cracked). Any damage during the insertion was not noticed , so the image was checked because the screw was inserted into c3 by using the free hand and it went into the cage to the deepest point. As the screw was clearly placed in the interior of the cage, the cage was removed with a can. Looking at the cage, it was confirmed that it was damaged. The confirmation stating that there were no debris remaining in the body was received , so there were no problems. The screw was still embedded in the vertebral body, so the end of the vertebral body was scraped and the screw was removed using a can. Afterwards, a 6 mm cage was inserted and the 11 mm screw was only inserted into c4 to complete anterior fixation. As a result, the screw could not be fixated to c3. The physician said that the peak material cage was made of metal, so it could not be broken, but it was a little too weak and a dedicated driver was necessary. The plastic part was cracked around the screw hole of the cage. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.